Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, witness required to refill cii-cv transactions and despite option being turned off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e1 phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system continued to prompt technicians for witnesses when refilling cii-cv prescriptions, even though our device settings did not require a witness for these transactions. A technical support specialist (tss) performed the knowledge article (ka) ¿witness required on load refill even if med and station not configured to require witness on load refill¿. The system functioned as intended after the technical support specialist troubleshoots the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, witness required to refill cii-cv transactions and despite option being turned off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.